Event description:
The patient presented with a lack of therapy effect. Further investigation revealed no telemetry.

Manufacturer narrative:
Final device analysis results revealed broken welds at bondwire pads.